Manufacturer narrative:
(B)(4). The device remains active in the patient and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting noise and oversensing with pacing impedance measurements greater than 2000 ohms. The physician could not see a visible lead break via x-ray and no testing was performed with the pacing system analyzer (psa). A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.